Manufacturer narrative:
(B)(4). Evaluation summary: the customer returned a colleague infusion pump to baxter with a malfunction of damaged battery. During evaluation the reported problem was confirmed and reproduced. The root cause was not identified. No further testing has been completed at this time and no repairs have been performed due to estimate refusal by the customer. The pump was returned unrepaired. Should additional information be received, a follow-up medwatch will be submitted. This device is a remediated colleague pump with a user interface module software version of 5.09.90. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Event description:
The facility representative contacted baxter to report a colleague infusion pump that had a damaged battery. This condition has the potential to cause an interruption of delivery. There was no patient involvement. The event occurred upon power up in the biomedical service department. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is currently unknown.